Manufacturer narrative:
Additional information: occupation: assistant cath lab manager updated field(s): sex describe event or problem serial# device evaluation: the product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The returned sheath was not a maquet product. The pressure and extender tubing were also returned. A visual examination of the product detected the inner lumen within the membrane was completely separated within a kink approximately 26.7cm from iab tip. A kink was found on the catheter tubing and inner lumen near the y-fitting approximately 76.5cm from iab tip. Additionally clear fluid was found in pressure tubing drip line and is most likely to be saline. No clear fluid was found inside the inside the iab. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender and pressure tubing was performed and no other leaks were detected. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed causing reported leak. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contributed to the iab failure. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
It was reported that after approximately 48 hours of intra-aortic balloon (iab) therapy, a clear liquid build up was noticed in the helium line. The customer described condensation running through the catheter extender line, described as normal. The insertion was reported to be axillary, which is not the method described in the device instructions for use. Cardiosave intra-aortic balloon pump (iabp) was swapped out with another console to continue therapy without further issue. There was no patient harm or adverse event reported. This report is for the iab involved in this event. A separate report has been submitted for the cardiosave iabp under mfg report number 2249723-2023-02457.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a clear liquid build up was noticed in the helium line. The customer described condensation running through the catheter extender line, described as normal. The insertion was reported to be axillary, which is not the method described in the device instructions for use. Cardiosave intra-aortic balloon pump (iabp) was swapped out with another console to continue therapy without further issue. There was no patient harm or adverse event reported. This report is for the iab involved in this event. A separate report has been submitted for the cardiosave iabp under mfg report number 2249723-2023-02457.